Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient developed striae on the right eye (od) at 4 day post op exam. The flap was lifted and stretched to resolve the striae reported. At 2 week post op, the visual acuity without correction (vasc) was 20/30 on od and 20/20 on left eye (os). Prescription magnification (rxm) treatment was -.25x -.25x 170, 20/20 od, plano os.